Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1204af-100 flip cutter ii had an issue. During an acl reconstruction procedure on (B)(6) 2023, the surgeon used an ar-1204af-100 flip cutter ii with an unknown lot number and completed the case successfully. A couple of weeks after the surgery, the patient had a follow-up appointment, x-rays were taken, and a fragment of the flip cutter ii was detected inside the patient's knee. On (B)(6) 2023, revision surgery was performed by the same surgeon. The fragment of the ar-1204af-100 flip cutter ii was removed successfully without having to perform a reconstruction surgery, the acl procedural outcome was not impacted by the fragment removal. To date, the patient is fine.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1204af-100 was received for investigation - only the rafc 3.5mm cutter tip was returned for evaluation. Along with one of the cutter tip's pins. Upon visual inspection, it was noted that one of the pins of the cutter tips was missing. The most likely cause for the reported failure can be attributed to misuse due to prying/leveraging forces being applied to the device.